Event description:
Customer reported that the ortho provue analyzer left droplets of fluid on top of the foil seal of the mts gel card.

Manufacturer narrative:
Customer reported that the ortho provue analyzer probe left droplets of fluid on top of the foil seal of the mts gel cards during testing. Instrument did not post any error messages. An ocd field engineer (fe) arrived on site. The fe verified that the probe was damaged. The fe replaced the damaged probe and performed the appropriate adjustments to return the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur without this mitigation, a potential misclassification of patient/donor type and the possible transfusion of incompatible blood may occur. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.